Event description:
It was reported that the pump exhibited a delaminated downstream occlusion seal and scratched lens. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a crack on the lcd lens, the dso seal was lifting and the air sensor was lifting. A review of the event history log found evidence of downstream occlusion errors. The cause of the reported issues was found to be wear and tear. The dso seal and lens were replaced. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.